Event description:
It was reported that another company's sheath was placed via the left iliac to the right iliac. The lesion was dilated and a 6 x 28 omnilink stent was placed at the origin of the right femoral popliteal graft. Then, a 5 x 38 dynalink stent was placed in the distal right sfa (distal to the graft). Then, an attempt was made to try and advance the 6 x 100 dynalink stent distal to the 5 x 38 dynalink stent, but it would not cross. Upon imaging, the physician noticed that one-third of the distal end of the stent had pre-deployed. The physician attempted to fully deploy the stent at this location, proximal to target lesion, but the stent malfunctioned. An attempt was then made to retract the device with the stent partially, but the exposed portion of the stent broke off and was fully deployed distal to the omnilink (lined up at the distal edge of the omnilink stent). An attempt was made to pull the rest of the device into the sheath, with resistance being noted, and the distal 2 cm of the shaft became separated. Upon manipulation of the retrieval snare, the separated shaft was advanced into the left sfa (uneffected leg) and the shaft was left there. The pt was reported to be uncompromised at the end of the procedure. No other info was reported.